Manufacturer narrative:
The insulin pump passed the displacement test, excessive no delivery test. The insulin pump alarmed motor error during basic occlusion test and compromised force sensor system alarmed during prime test at 4lbs due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and broken belt clip slot.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he received compromised force sensor system alarm. The customer's blood glucose was 475 mg/dl at the time of incident. The customer stated that he treated his high blood glucose with manual injections. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.